Manufacturer narrative:
Device evaluation:product not returned. The final root cause determination is not possible, as no product has been returned. An analysis of similar complaints on the same product code resulted in the most likely root cause, that the electrode got mechanically overloaded during application. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Cross reference MDR: 9610617-2024-00521.

Manufacturer narrative:
Additional information is provided. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon was using the cutting loop for fibroid resection smoothly when the tip of the loop broke during the procedure. We had to replace it with a new loop to continue the procedure. We also had to search for the broken tip of the loop which we eventually found somewhere in the drape. No negative impact in state of health reported.